Manufacturer narrative:
Concomitant medical product: product ID: 3487a-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had swelling around the lead site on the left side. The patient was redirected to follow-up with their managing hcp. Follow-up was conducted. No further complications were reported. Additional information was received from the patient on (B)(6) 2018. It was reported that the cause of the swelling at the lead site had not been determined and the patient had been referred to a neurosurgeon. They were hoping to have an appointment with the neurosurgeon soon. The stimulator remote showed a need to call a doctor, probably time to get a battery. The swelling was better but not gone. They felt like the electrodes may have migrated. No further complications were reported/anticipated.